Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number # 3006705815-2024-00747. It was reported that the patient experienced a full system explant due to worsening health and balance issues, patient is well post-op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.